Event description:
One and half hours into hemodialysis treatment, pt was found unresponsive. CPR initiated, AED applied with no shock advised. Ems transported pt to hospital where she expired. Machine passed functional testing post event, however, it was noted two blood pressures were recorded during this treatment.